Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure while trailing on a total hip, the dual mobility head trial was positioning up and down the trunnion of the broach trial, and surgeon was unable to create enough traction to dislocate the hip. Surgeon took a power cork screw and drilled it in to the trial and this allowed him to dislocate the hip.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this instrument failure was reported as surgical delay. The possible time in service of the main contributor of this complaint is 7 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported. The surgery was completed as intended, with a twenty-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows no prior complaints filed against the instrument item number that reports a similar failure. The root cause of this complaint is likely attributable to the traction between the trunnion and the head trial sleeve. The connections between these parts are quite smooth which could have resulted in the surgeon being unable to dislocate the hip. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, the threaded head trial and the threaded offset sleeve have holes through the side, indicative of a power drill. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.